Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged congestion and taking medicine, nasal throat irritation or soreness. Patient also alleged hospitalization because device make him sick, difficulty breathing or short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to CPAP device's sound abatement foam. The patient alleged congestion and taking medicine, nasal throat irritation or soreness. Patient also alleged hospitalization because device make him sick, difficulty breathing or short of breath. This notification was reviewed by the pms clinical expert due to patient reporting of has had issues with congestion and was put on medicine for the congestion. Patient stated he has had the issue for a few years ago, when he started using the machine. Stated that the device made him sick and he ended up in the hospital and it made him really sick, has difficulty breathing/short of breath and throat irritation. The reported events of congestion and was put on medicine, device made him sick and he ended up in the hospital, has difficulty breathing/short of breath and throat irritation may be related to a product problem and/or user error. Additionally, the reported complaints could also be explained by disease or underlying condition/past medical history. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/ break down was not observed in the base unit. Device provided airflow during therapy. Secondary findings: dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. 1 instance of reboot error was logged. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpah. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.